Event description:
Nurse was using the microintroducer kit and had the unfortunate experience of stabbing self with a scalpel. The nurse is demanding that the co enclose safety needles and sharp receptacles in the insertion kits.